Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Does the surgeon believe that the post-operative effusion was a result of the mesh? What is meant by ¿the patient suffered from effusion?¿ what was the anatomical location of the effusion? How was wound drainage given to the patient?

Event description:
It was reported that a patient underwent a tension free left inguinal hernia repair procedure on (B)(6) 2018 and the mesh was implanted. It was also reported that there was post-op infection. It was reported that the patient suffered from effusion on the wound section three days after sewing. It was also reported that wound drainage was given to the patient. Then the patient's condition changed better.